Manufacturer narrative:
Follow-up #1: date of submission 20-apr-2018 - device evaluation: the device has been returned and evaluated by product analysis on 13-apr-2018 with the following findings: during the investigation, a review of the black box showed no evidence of any power reset events. The battery compartment was found to be cracked above and below the grip pad. The returned battery cap¿s threads were found to be stripped, and the cap was unable to maintain electrical connection. The reported ¿power¿ complaint was duplicated. The pump¿s cover was removed, and no intermittent condition was found to the power printed circuit board. Unrelated to the original complaint, the display screen contrast was found to be dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery compartment was cracked, and there was no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.